Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level is 400 mg/dl. Customer's other blood glucose was 261 mg/dl, 370 mg/dl. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that auto mode was active. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.